Manufacturer narrative:
This report filed july 22, 2016.

Manufacturer narrative:
This report is filed june 23, 2016. This report is submitted by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to migration of the electrode array. The patient was re-implanted with another cochlear device during the same surgery.